Event description:
A report was received that the patient was having difficulty charging the implant. Database analysis showed premature battery depletion. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the implant. Database analysis showed premature battery depletion. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional information was received that the patient had an ipg replacement and is doing fine post-operatively.

Event description:
A report was received that the patient was having difficulty charging the implant. Database analysis showed premature battery depletion. The patient will undergo a revision procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging the ipg was confirmed. The analog integrated circuit damage resulted in the rapid battery depletion rate of the ipg. Exposing analog integrated circuit to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the damage is unknown.